Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was around 400 mg/dl. At the time of the reported event, the customer's blood glucose level was 220 mg/dl. During a system check with tandem technical support, the cartridge and infusion set functioned as expected.